Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. No physical damage was observed. Super cap post error was found in event history log, super cap post error was found at power up test. Low profile counterfeit blue super cap was found on main board. The root cause of the reported issue was incorrect assembly by customer. Actions were taken to mitigate the reported issue: replaced main board. Performed maintenance.

Event description:
It was reported that the device was presenting with super cap error. No patient injury was reported.